Event description:
It was reported that since (B)(6) 2007, the pt has no longer been able to hear with this device. Testing was carried out in the clinic which showed that all channels have high impedances and the ground electrode status being undeterminable. Testing confirmed that the device has malfunctioned. The pt was re-implanted on (B)(6) 2007.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.